Event description:
An alarm was triggered on a cartridge in the insulin pump. There was no reported impact on the customer's blood glucose level. A replacement pump was issued under warranty, and the customer was provided with instructions to return the defective pump, although the customer did not disclose backup insulin delivery methods.